Event description:
It was reported that the patient's transfer set spontaneously disconnected from the titanium adapter. The patient developed peritonitis as a result. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for 3 weeks for the peritonitis. The patient was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4) the cause of the peritonitis was contamination, further described as the patient¿s line (transfer set) dropped off and the patient (pt) picked the line up and ¿re-connected it to his catheter¿. The pt did not report the incident to the pd (peritoneal dialysis) unit for 1.5 days by which time he had developed peritonitis. On an unreported date, the pt was admitted to the hospital for two days where the received unspecified antibiotics as treatment for the peritonitis. The antibiotics were continued on an outpatient basis. At the time of this report, the pt had received re-training in proper procedures for pd therapy including proper aseptic technique (date unspecified). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. Same patient/event as (B)(4).